Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, that a speedband superview super 7 multiple band litigator was used during a egd (esophagogastroduodenoscopy) with banding, in the esophagus, performed in 2009. According to the complainant, during the procedure, the velcro strap would not stay fastened to the scope. The physician removed the scope and used another speedband superview 7 multiple band ligator to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.